Manufacturer narrative:
Additional information: the sample was evaluated. Visual inspection noted the tubing was separated from the female connector. A leak test, clear passage test and an integrity test were performed on the patient adaptor (connection between patient adaptor and in lab titanium adaptor only) with no issues noted. The reported condition of leak at the connection and disconnection between patient adaptor and in lab titanium adaptor was not verified. However, a tubing separation between the tubing and the female connector was verified and therefore the device did not meet product specification. Markings were observed on the tubing indicating tubing was positioned on the female connector. The cause of the tubing separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the minicap transfer set and the titanium adapter due to a disconnection. This was identified after the home patient (hp) had finished pd therapy at which time the hp noticed the transfer set had disconnected from the titanium adapter. The patient noticed that ¿there was fluid around the hub at the connection that was connected to the solution¿. The hp clamped the line and informed their registered nurse. The transfer set was replaced. The titanium adapter was also replaced however, there was no allegation against the adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.